Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Device interrogation revealed, the patient's right atrial (ra) lead exhibited noise that was not reproducible with isometrics. No intervention was performed. The patient was stable.